Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5and h6 (medical device problem code). Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and defib stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the activity log recorded all button presses and showed the user pressed charge 14 times on the morning of 4/7. The claim indicated this device may have been used in an emi environment, but the power of the magnetic field is unknown. It is possible that the emi environment did not fall within the limits specified in the r series operator's guide. The operator's guide states, "operation outside of this environment could result in the misinterpretation of the ECG rhythms or CPR signals, interference to the display or audio messages, or the inability to provide defibrillation therapy." There is one instance at the beginning of the event where the user hits the shock button after successfully charging (at 09:59:55 in the log) and the device delivered 200j of energy. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to charge and failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.